Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to ketone acidosis, dehydration and diabetic ketoacidosis and high blood glucose on (B)(6) 2014 with blood glucose of 500 mg/dl. The customer's current blood glucose was 147 mg/dl. The customer treated her high blood glucose by visiting to emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.